Event description:
I bought 2 remi brand night guards in early 2026. After a couple of months use, I realized it had a strong chemical smell which is more obvious if the night guard is soaked in tap water for about an hour. It made the water smell like chemical material. I eventually realized that it was not the water or the glass container, it was the night guard itself. If I put very close the nose, I can smell the unpleasant odor. I stopped using it immediately believing it unsafe and toxic. This company should be held responsible and be stopped. Reason for use: need retainer and night guard. Pt: 4582. Device: 1425. Ref: mw5188036.